Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead had previously exhibited noise. It was suspected that the lead integrity was defective. The patient presented on (B)(6) 2019 for procedure. During the procedure, it was noted that there was an insulation break. The lead was repaired and remained in use. The patient was stable post procedure.